Event description:
Reporter alleges that after a few months of receiving the implants the pt began to have continual yeast infections and began getting colds and viruses frequently. Reporter also alleges that after a few years the pt began to have major illnesses which the drs could not diagnose. Reporter also alleges the pt suffers from : lupus, multiple sclerosis, sjogrens, fibromyalgia, arthralgia, arthritis type symptoms, "multi-chemical sensitivity syndrome", aching joint, insomnia, disorder immune mechanism, demyelinating disease, polyneuropathy, hypomagnesemia, mycosis and seven funguses.